Manufacturer narrative:
(B)(4). Batch # m54a44. Expiration date: 05/30/2020. Manufacture date: 06/30/2015. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: what type of procedure was the device used in? Resection of rectal stump on which firing did this occur? It was found a total lack of staples in the rectal stump. Was the firing trigger advanced and no staples deployed? Stapler firing trigger, no staples. Did the staple device? No device staples. Was the staple line incomplete? No device staples. How was the procedure completed? Next stapler was used. Was the post-op care changed for the patient? Lack of knowledge. What is the current status of the patient? A stable condition without complications.

Event description:
It was reported that after an unknown procedure, the physician reported that indicated lack of staples in the stub of rectum after use the device to remove rectum. There were no adverse consequences for the patient reported.